Event description:
Baxter china reported "liquid can flow out even if closing clamp" with the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.